Event description:
It was reported that during a procedure of the mildly tortuous, eccentric, narrow internal carotid artery, the 5.5 mm rx accunet embolic protection system 3-in-1 was delivered, however, during initiation of the peel-away sheath to deploy the filter basket, it was difficult to slit the peel-away sheath through the side hole of the torque device. It was noted that the peel-away sheath was removed from the side hole of the torque device and the peel-away sheath was removed directly from the guide wire with some difficulty, but the sheath was slit and the filter basket deployed. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. The procedure was completed successfully. Though requested, no additional information was provided. Although no adverse patient event has occurred, abbott vascular has initiated a voluntary field action.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Abbott vascular has discovered that 24 identified lots (18 USA; 6 ous) may exhibit difficult removal of the peel-away sheath due to a higher than normal wall thickness. There have been no adverse patient effects reported as a result of this issue. If an affected device is used it may result in difficulty initiating the peel-away sheath, possibly resulting in additional device maneuvers and or a delay in procedure. Abbott vascular initiated a voluntary field action on november 30, 2011, to remove affected lots from customer inventory. An FDA assigned correction/removal number has not yet been received as of the date of this report. The internal abbott vascular recall report number is 2024168-11/29/11-002r as submitted to the FDA office of compliance, la district, under 21 cfr part 806.10. Guide cath: cordis; stent: 8.0 x 40 acculink. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4).